Event description:
Immediate possible occlusion on the left lateral perioral lines [vascular occlusion] united states report received from a health care professional on (B)(6) 2022. A nurse practitioner reported that a female caucasian patient of unknown age received rha redensity for superficial injection into the rhytids on (B)(6) 2022. 0.25 milliliters (ml) of rha redensity injection was applied to the whole mouth area/ perioral area using the superficial technique. The needle was used from the box. No cannula was used. 1 syringe of rha2 and 1 syringe of rha 4 were also applied to unknown area(s) using unknown injection technique(s). It is unknown if the needles were used from the box or if cannulas were used for rha2 and rha4 applications. Previous cosmetic procedures included unspecified fillers. Concomitant medications, and food supplements were not provided. On (B)(6) 2022, the patient received 0.25mls of redensity to the perioral area, further clarified as the whole mouth area, the perioral area. During the injection, the patient experienced an immediate "possible occlusion" on the left lateral perioral lines. The blanching to the area, as well little delay in cap refill. As treatment, the patient was injected with 1 vial of hylenex instantly. Event has resolved. The outcome of the event was resolved. The product rha redensity was not available for return. It was unknown if rha2 and rha4 was available for return. (B)(4). Case comment: a causal relationship between the rha redensity and reported vascular occlusion is assessed as possible based on the compatible temporal relationship and the lack of alternative etiologies that can be identified based on the limited information reported. The company will continue monitoring the benefit-risk profile for the product.